Event description:
It was reported that patient underwent hip revision procedure on (B)(6) 2011. During the procedure, the distal stem would not disengage from the guide instrument.

Manufacturer narrative:
Review of receiving certificate of conformance showed that lot released with no recorded anomaly. Upon disengaging the two devices, debris was found on the threads of both devices, causing them to seize up. After removal of the debris, threads interacted normally. No device issues were identified. This medwatch report is being filed to report the delay in the procedure. There are warnings in the package insert that state that this type of event can occur: under cleaning and decontamination, removal of gross contamination, it states, "particular attention should be taken to remove all debris from all cannulations and obscure holes in the instruments". Package insert also includes statement, "thoroughly clean and dry taper prior to attachment of the modular component to avoid crevice corrosion and improper seating."